Event description:
A customer reported that the vitrectomy probes from two different lots did not cut. The timing of the event is unclear, however it was reported that there was no pt harm. Add'l info has been requested.

Manufacturer narrative:
A sample has been returned and eval is in progress. Investigation including root cause analysis is in progress. A supplemental report MDR will be necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).